Manufacturer narrative:
Concomitant medical products: dtbb1q1 ICD; 4677 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting atrial tachycardia/atrial fibrillation (at/af). It was noted that the ventricular morphology changed with a rate increase after the initial shock, which terminated the atrial arrhythmia. The device is still in use. No further patient complications have been reported as a result of this event.